Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
During routine testing of the device at the service center, the user reported that after several attempts by different primers, the roller pump failed calibration. The user also reported the water drop test showed that some areas of the pump were over occluded. Since this event occurred during routine testing of the device, there was no patient involvement during this event.